Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On the 03/08/2022, the sales representative reported via phone that an ar-6485 synergy cw4 arthroscopy pump and an ar-6410 main pump tubing had an issue. During a rotator cuff repair on (B)(6) 2022, it was noticed by the surgeon that the pump had a pressure issue and there was excessive amount of swelling of the shoulder. The pump was on inflow only and was set at 40 mmhg. The case was completed successfully with the complaint pump and tubing. The patient was not harmed, the swelling was subsiding naturally, and the patient was discharged on (B)(6) 2022 and is fine to date.